Event description:
It was reported while using bd vacutainer® push button blood collection set, after pressing the retraction button, the needle only retracted halfway. Customer had to press the retraction button again for full needle retraction. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. The lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: d4. Medical device lot#: 5330825. D4. Medical device expiration date: 30-11-2027. H4. Device manufacture date: 01-12-2025. Investigation summary: bd received a photo for investigation, which shows a device with the cannula partially retracted after use. Retained samples could not be tested as the batch number is unknown. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: retraction issue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.